Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly and button error alarm. Customer's blood glucose at time of incident was 200 mg/dl. The customer stated that the act button is not working. The customer found out that she had unexpected restart right after she noticed the keypad acting up. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. No unexpected restart alarm noted during testing. No unlocked keypad connector noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and cracked battery tube threads.